Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
It was reported that a bumper from the peg tube in the mic percutaneous endoscopic gastrostomy (peg) kit came off and remained in the patient's stomach when the doctor tried to pull out the tube. The patient is male and in his 60's. At 10:00 am on the day of changing gastrostomy tube, the patient's attending physician, a pulmonologist, tried to pull out the tube but couldn't due to resistance. The doctor consulted a hospital's thoracic surgeon and tried to pull out the tube again at 4:00 pm. Then, a part of the tube broke off and remained in the patient. The patient was examined by CT (computerized tomography), and the bumper of the tube was identified in his stomach. The doctor tried gastroscopically to get the bumper out of the stomach but was not successful. He consulted a gastroenterologist, then it was determined to transfer the patient to the gastroenterologist's hospital. There is no description on the patient after transfer. No further information has been provided at this time.

Manufacturer narrative:
A review of the directions for use, which accompanies each kit sold, was performed. Per the directions for use: "removal of the mic* peg - push (otw) tube caution: the peg tube should be removed by either gently pulling it through the stoma or through endoscopic retrieval. We do not recommend that a portion of the tube be cut to allow the internal bumper to pass. When the 14 french peg is used in adults, use endoscopic removal method. A. When the physician determines that the tract is formed (usually within 4-6 weeks after placement of peg), the mic* removable peg tube may be replaced with an alternative feeding device. We recommend using either the mic* gastrostomy tube (0100-fr), the mic* bolus gastrostomy tube (0110-fr), or the mic-key* skin level gastrostomy tube (0120-fr-xx). Warning: if the tube does not move without restriction in the tract, do not attempt to use traction as a method of removal. Removal of feeding tubes using traction may result in tract separation and associated complications. Feeding tubes that have been in place for several months may have an increased potential for dome separation during traction removal." Although no sample was returned for evaluation, and no root cause could be established, it is possible that this event was a user related issue. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).